Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead insulation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. This damages clearly indicates a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD. Due to this damage of the electronic module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
This device was explanted and replaced because it was not able to be interrogated. The rv lead was replaced at the same time due to shock impedances greater than 150 ohms. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.